Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. Visual analysis noted the lead has been stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin. The lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times resulting in distortion of the distal conductor within the connector. There was damage at implant. Product analysis revealed that there was blood in/on helix/lobe mechanism.

Event description:
It was reported that during implantation, it was not possible to fixate the lead. It was not possible to retract the helix. The lead was not in use and was replaced. No patient complications have been reported as a result of this event.